Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA prior to use. It was reported that there was a pump disposable error. The affected hls set was connected to another cardiohelp device, however the alarm occurred as well. The hls set was never in clinical use. No harm to any person has been reported. As a pump disposable error can cause a pump stop, a report is required. Complaint ID # (B)(4).